Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited backup vvi operation. The patient was brought in to the clinic for further evaluation. After a device software download, normal function resumed. No patient symptoms were reported. The patient would continue to be followed normally.